Manufacturer narrative:
B3 (date of event): it is unknown whether the listed date corresponds to the unknown lot number, as the consumer did not recall which lot number he used on which dates.the remainder of the investigation remains in progress. A supplemental report will be provided after completion.d4 (lot no and expiration date): these fields have been updated as the lot number for this event is unknown. H3 other text : single use; device discarded

Event description:
The consumer reported six (6) false positive results with the binaxnow covid-19 antigen self-test for one patient and multiple tests performed between 31dec2022 and 10jan2023. This MFR. Report addresses test one (1) of six (6). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Confirmation testing via unknown pcr at a walk-in clinic was performed the day prior ((B)(6) 2022 ) on an unknown swab and generated a negative result (that the consumer received on 01jan2023). The consumer stated that he was symptomatic beginning on 28dec2022. He noted that he had a "runny nose, cough, mucus discharge, and cold chills". The consumer reported that he called his doctor immediately after receiving his positive self-test results, which prompted his doctor to prescribe him with paxlovid tablets to take for five (5) days and to quarantine for eleven (11) days.

Event description:
The consumer reported six (6) false positive results with the binaxnow covid-19 antigen self-test for one patient and multiple tests performed between (B)(6) 2022 and (B)(6) 2023. This MFR. Report addresses test one (1) of six (6). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Confirmation testing via unknown pcr at a walk-in clinic was performed the day prior ((B)(6) 2022) on an unknown swab and generated a negative result (that the consumer received on (B)(6) 2023). The consumer stated that he was symptomatic beginning on (B)(6) 2022. He noted that he had a "runny nose, cough, mucus discharge, and cold chills". The consumer reported that he called his doctor immediately after receiving his positive self-test results, which prompted his doctor to prescribe him with paxlovid tablets to take for five (5) days and to quarantine for eleven (11) days.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported six (6) false positive results with the binaxnow covid-19 antigen self-test for one patient and multiple tests performed between (B)(6) 2022 and (B)(6) 2023. This MFR. Report addresses test one (1) of six (6). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Confirmation testing via unknown pcr at a walk-in clinic was performed the day prior ((B)(6) 2022) on an unknown swab and generated a negative result (that the consumer received on 01jan2023). The consumer stated that he was symptomatic beginning on (B)(6) 2022. He noted that he had a "runny nose, cough, mucus discharge, and cold chills". The consumer reported that he called his doctor immediately after receiving his positive self-test results, which prompted his doctor to prescribe him with paxlovid tablets to take for five (5) days and to quarantine for eleven (11) days.